Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "curling of coil" and device deployment issue "device deployment issue". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : perforation, device deployment issue, device shape alteration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "curling of coil" and device deployment issue "device deployment issue". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: perforation, device deployment issue, device shape alteration". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.